Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 18-sep-2023 h.6. Investigation summary: bd received one (1) sample from the customer in support of this complaint. Evaluation of the returned sample indicated that the stopper was already punctured, therefore testing could not be carried out. Additionally, 20 retention samples from bd inventory were evaluated by functional testing. No issues were observed relating to "tube pushed off needle" or underfill as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was underfill or low draw of a tube with blood/whole tube push off non-patient end of needle. The following information was provided by the initial reporter: lack of vacuum in vacutainer tube - bd sst ii vacutainer was used with bd flashback needle and non-bd vacutainer holder - while needle/holder is inserted into patient, phlebotomist released the vacutainer slightly during blood draw - vacutainer popped off the needle/holder mid blood draw and fell to the floor. It is recounted that the pressure pushing off the vacutainer tube is very strong - phlebotomist was shocked and released her grip on the needle/holder slightly and needle slid out from patient's arm, grazing patient and phlebotomist - 2 cases of needle stick injury occurring from this case

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing. No issues were observed relating to "tube pushed off needle" as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode "tube pushed off needle". Bd was not able to identify a root cause for the indicated failure mode. This defect is generally associated with acquisition device used, in particular resilience of sleeve and/or level of lubrication of np needle. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was underfill or low draw of a tube with blood/whole tube push off non-patient end of needle. The following information was provided by the initial reporter: lack of vacuum in vacutainer tube. - bd sst ii vacutainer was used with bd flashback needle and non-bd vacutainer holder - while needle/holder is inserted into patient, phlebotomist released the vacutainer slightly during blood draw. - vacutainer popped off the needle/holder mid blood draw and fell to the floor. It is recounted that the pressure pushing off the vacutainer tube is very strong. - phlebotomist was shocked and released her grip on the needle/holder slightly and needle slid out from patient's arm, grazing patient and phlebotomist. - 2 cases of needle stick injury occurring from this case.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was underfill or low draw of a tube with blood/whole tube push off non-patient end of needle. The following information was provided by the initial reporter: lack of vacuum in vacutainer tube - bd sst ii vacutainer was used with bd flashback needle and non-bd vacutainer holder - while needle/holder is inserted into patient, phlebotomist released the vacutainer slightly during blood draw - vacutainer popped off the needle/holder mid blood draw and fell to the floor. It is recounted that the pressure pushing off the vacutainer tube is very strong - phlebotomist was shocked and released her grip on the needle/holder slightly and needle slid out from patient's arm, grazing patient and phlebotomist - 2 cases of needle stick injury occurring from this case.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.